Manufacturer narrative:
Batch review performed on 02 october 2017. Lot 121355: (B)(4) items manufactured and released on 25 april 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem only and re-implanted a size 0 stem. The surgery was completed successfully.